Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: significant reduction of irido-corneal angles; acd shallowing. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of irido-corneal angles and shallowing of the ac. The lens was exchanged with a shorter length lens & the problem was resolved. Cause of the event listed as patient related factor.